Manufacturer narrative:
Date sent: 08/22/2007. The analysis results for the instrument confirmed that it was returned non-functional. The instrument was functionality tested and failed during the leak test due to a deformed universal seal assembly. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the MFR process.

Event description:
It was reported that during a lap gastic sleeve resection, leakage occurred. No patient consequences were reported.